Manufacturer narrative:
The insulin pump received with button error alarm due to flattened button dome switches (arrow buttons). Analysis was unable to verify watchdog set test failure alarm or history anomaly due to button error alarm. The pump had a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and history anomaly. The blood glucose at the time of the incident was 271 mg/dl. The customer states they were priming when the pump alarmed watchdog set test failure. The customer was not able to check the bolus history and the pump alarmed button error. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.